Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing periodic high blood glucose (bg) levels. The customer would change out the cartridge, infusion set tubing and site. A correction bolus via the pump would be delivered to address the bg level. The customer did not think the pump was delivering the insulin properly. Tandem customer technical support (cts) had the customer perform a system check using the current supplies and the pump was found to be operating as expected. A tandem clinical diabetes specialist spoke with the customer and the customer was to try different types of infusion sets and a new bottle of insulin.